Event description:
Main body graft was deployed without complication. Contralateral limb was cannulated and the contralateral leg delivery system was introduced, noting that the leg graft would occlude the left internal iliac artery if deployed as would occlude the left internal iliac artery if deployed as planned. The physician elected to deploy the leg graft high inside the main body graft in order to maintain patency of the internal iliac artery. An iliac leg extension was placed in the main body graft at a height to support the contralateral leg graft above the bifurcation, ensuring patency of the ipsilateral limb. Final angiogram viewed good flow through the graft, patent renal and internal iliac arteries, with no visible evidence of an endoleak.